Manufacturer narrative:
The complaint of a damaged catheter adapter was confirmed, and the cause appeared to be manufacturing related. One 24g insyte autoguard IV catheter was returned for investigation. The threaded end of the catheter adapter was missing material, which appeared to have broken away. Damage to the catheter adapter can occur during assembly or part transfer due to machine misalignment. No other similar complaints were reported from the implicated lot. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. [No patient harm reported]. Description of issue: piv 24g 0.56in placed to r ac. IV successful, but plastic at end of hub was cracked/chipped. Unable to connect syringe or saline lock to IV hub, so had to pull piv. Pt had blood glucose of 19 at time of IV placement. Oral sucrose given per md while reattempting piv placement.